Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID rvdr01 implantable pulse generator (ipg) implanted: 2013-(B)(6), product ID 5086mri45 implantable pacing lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that there was no capture and on xray the right ventricular (rv) lead was found to be dislodged. The right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.